Event description:
Consumer complaint of low blood results. Expected fasting blood result range is 5 to 7 mmol/l and two hours after meals is 10 to 11 mmol/l. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 4.1 mmol/l and 4.4 mmol/l. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:4.0mmol/l, (B)(6) 2015, 08:54 pm . 2:3.8mmol/l, (B)(6) 2015, 08:54 pm. 3:4.1mmol/l, (B)(6) 2015, 08:54 pm. 4:4.0mmol/l, (B)(6) 2015, 08:54 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 5 to 7 mmol/l and two hours after meals is 10 to 11 mmol/l. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 4.1 mmol/l and 4.4 mmol/l. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.